Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that both illuminator ports and touchscreen were not working. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate replicating the reported event. There were no parts replaced and the system was not tested (as the system is not only obsolete and is no longer active at the site). The system was manufactured on july 17, 2003. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).